Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain and felt tingling on the left side when trying to get out of bed. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI compatible device. The explanted ipg was not returned.